Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 34 mg/dl, 33 mg/dl, and 346 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed. Some results were within the range specification and no errors were observed during control solution testing. Only one of the reported readings were found in the meter's memory. Extended investigation disassembled the meter and observed contamination in the port. User manual provides recommended instructions not to put blood or foreign objects into the freestyle lite test strip port. (B)(4).